Event description:
It was reported that the patient presented prior to generator changeout procedure. Upon interrogation, it was noted that the left ventricular lead was turned off due to providing extra-cardiac stimulation. The reported lead was capped on (B)(6) 2022. The patient was discharged from hospital.